Event description:
It was reported that the patient's pump system was explanted due to infection. Reporter stated that a culture was taken as 'pump was leaking fluid' and there was a 'pocket infection'. Reporter was unsure of other symptoms, and was unable to provide patient outcome. The medication in the pump was lioresal. The pump and catheter were explanted on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received confirmed that the pump in the right abdominal wall and the catheter in t7 were explanted on (B)(6) 2012. Perioperative antibiotics were administered. The infection was diagnosed on (B)(6) 2012. The patient did not have meningitis. The patient's last refill was on (B)(6) 2012. Signs and symptoms of infection include fever and redness. The primary locations of infection were device pocket and catheter or lead track. Culture was obtained from the device pocket and lumbar region. The types of organism cultured were (B)(6) and (B)(6). Treatments instituted for infection include intravenous antibiotics and total device system explant. The patient outcome was noted as infection resolved and no drug withdrawal. Risk factors before implantation of the device include malnutrition or extremely thin and post-operative wound or skin contamination.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).